Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: investigation results the returned truetome jag 39 was analyzed, and a visual inspection found that the working length and the cutting wire were kinked, due to kinked in the cutting wire, the device was unable to be oriented. The guidewire was found in good condition. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire kinked was confirmed. The results of the analysis performed on the returned device found that the working length and cutting wire were kinked. This problem could be caused by operational factors, the used technique for the device manipulation, by the interaction between the device and a hard surface or by mandrel removal, the damage in the cutting wire makes it unable to be oriented. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome jag 39 was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after the device was advanced through the scope and exited the distal end, a significant bend was observed in the cutting wire near its midpoint. This deformation made the device difficult to manipulate. Both the working length and the cutting wire were reported to be bent, causing orientation problem. The procedure was completed with another truetome jag 39. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.

Event description:
It was reported to boston scientific corporation that a truetome jag 39 was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after the device was advanced through the scope and exited the distal end, a significant bend was observed in the cutting wire near its midpoint. This deformation made the device difficult to manipulate. Both the working length and the cutting wire were reported to be bent, causing orientation problem. The procedure was completed with another truetome jag 39. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked.